Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy procedure in 2008. During the procedure, the disposable hand piece stopped working after five bites. The case was successfully completed with another device, with no adverse pt consequences.

Manufacturer narrative:
Blade seized/stopped - conclusion code: the product upon which this medwatch is based, is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria.